Event description:
Additional information revealed that the system was explanted on an unknown date prior to new system implant. System was explanted due to lead migration. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
H6 - evaluation codes - changed patient and device codes to reflect lead migration. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers 1627487-2020-22530, 3006705815-2020-02656. It was reported that the patient's system was explanted and replaced for an unknown reason. Further information is currently unavailable.